Manufacturer narrative:
The device was not returned to edwards as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 11500aj aortic valve was explanted after closing chest due to paravalvular leakage (pvl) on the same day of the implant procedure. The explanted valve was replaced with another 23mm 11500aj valve. The patient status is unknown at this time.the device was not returned for evaluation as it was discarded at the hospital.per the reported information, at the initial avr, concomitant mvr with a 25mm 11400m mitral valve was performed.

Manufacturer narrative:
Corrected b5 and h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 23mm 11500aj inspiris resilia aortic valve was explanted on pod #0 due to difficulty seating the valve causing paravalvular leak (pvl). The explanted valve was replaced with another 23mm 11500aj valve. The patient outcome was reported as recovering. Per reported information, the patient presented with native aortic and mitral valves endocarditis and underwent avr utilizing a 23mm 11500aj inspiris resilia aortic valve, and mvr utilizing a 25mm 11400m mitris resilia mitral valve. After chest closure, the patient developed pvl around the prosthetic aortic valve requiring redo avr. The surgeon commented that endocarditis contributed to the event. There was no allegation of device malfunction. The details of the endocarditis, such as the infecting organism or the source of infection, were not provided. The device was not returned for evaluation as it was discarded at the hospital.